Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2015 and a drain was placed in l3-5 area and connected to a reservoir. After surgery, the reservoir swelled up and negative pressure did not work. At that time, the surgeon pulled out the drain from the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4)- failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jt8107, batch jt8108, batch jt8110, batch jt8113, batch jt8114, batch jt8127.